Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. Quality controls were acceptable on the day discordant results were obtained. The cause of the discordant folic acid results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant folic acid serum versus whole blood folic acid results were obtained on three patient samples on an immulite 2000 instrument. Additionally, discordant folic acid serum results were obtained on three patient samples when run neat versus diluted. Samples for patients 1, 2 and 3 were run using a serum sample and the initial and repeat results were similar. Also, whole blood samples were run for folic acid, which resulted similar on initial and repeat runs except for patient 3, which resulted lower on repeat run. Whole blood folic acid results were different from the serum folic acid results for all three patient samples. Samples for patients 4, 5 and 6 were run neat initially. The samples were then repeated with different dilution factors and the results were different between various dilutions. It is unknown which results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant folic acid results.